Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a female in her 70's underwent a lower extremity angiogram procedure in which the advance 18 lp low profile balloon catheter was used. An ansel sheath was advanced up and over the aortic bifurcation to the patients left common iliac artery (cia). Successful percutaneous transluminal angioplasty (pta) of the left external iliac artery (leia) was performed with both a cook advance 18 lp low profile balloon catheter 6x40mm balloon and another manufacturer's 7x40mm drug coated balloon (dcb). The physician attempted to angioplasty with the 8x40mm advance 18 lp low profile balloon catheter 80cm shaft and the balloon ruptured longitudinally once it reached 10 atmospheres (atm) for 10 seconds. Another advance 18 lp low profile balloon catheter 8x40mm balloon, 135cm shaft, was inserted and taken to 10atm for 2 min without complication. Additional information was received indicating a cook inflation device was used to inflate the complaint device. A mixture of 70% contrast to 30% normal saline solution was in use. Mild to moderate calcification was present in the treated artery. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a pinhole rupture of the balloon material. The pinhole leak on the balloon material was located a distance of 77.5 cm from the strain relief. No additional findings were noted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause cannot be traced to the device. The conclusion of this investigation is that the balloon failed due to the surrounding calcification of the dilatation site. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.